Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced mesh erosion, extrusion, bleeding, chronic abdominal and pelvic pain, and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2006 (recurrence of urinary incontinence, burch procedure and exposed mesh). It was reported that patient underwent removal of old mesh and implantation of an unknown mesh on 06/01/2006. It was also reported that patient underwent mesh revision/removal on (B)(6) 2006 due to chronic pain, bleeding, mesh extrusion and erosion. No additional information was provided.